Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 due to a loss of therapy (reference MFR report: 3008829311-2017-00879 and MFR report: 3008829311-2017-00880). During the procedure, the physician was unable to implant a replacement lead at the desired location. The procedure was abandoned.